Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels, and metallosis. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicated patient is bilateral. The medical records show patient underwent a right total hip arthroplasty on an unknown date and a revision procedure on (B)(6) 2003 due to loosening of femoral stem. The patient¿s operative report noted a crack in the femoral neck and wires were placed. Further information in patient¿s medical records indicate patient underwent left hip revision on (B)(6) 2014 due to pain related to tissue reaction, and elevated metal ion levels. The patient¿s operative report noted discolored black material and metallosis. Review of invoice history could not confirm the right total hip arthroplasty and the (B)(6) 2003 revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-04647 and 08665).